Event description:
During arterial sheath insertion physician inadvertently pulled .035 wire out as he was passing the arterial sheath over the wire. Small non-flow limiting dissection appreciated in mid left cca. The dissection was "tacked down" with an additional stent. Physician stated was operator error.